Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Eighteen (18) samples were received for evaluation. A visual inspection was performed and one (1) damaged cap was found ¿pressed¿ between 02 aluminum foil packages causing a cut in the cap to spread the povidone iodine onto the other packages. No issues were noted on the other seventeen (17) samples. The cause of the condition was related to manufacturing. Fourteen (14) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation, a cut was identified in the middle of one (1) minicap which resulted in iodine leakage onto the other packages. The minicap was positioned in the middle part of the envelopes where the dotted line for separation of ther packages is located. There was no report of patient injury or medical intervention associated with this event. No additional information is available.